Manufacturer narrative:
The device was not returned for investigation. Without the return of the complaint device, the complaint cannot be confirmed, and the exact cause of the reported issue cannot be determined. The instructions for use provides the following information to the user: "do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not insert the instrument into the endoscope while the cups are open. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only. Potential complications: those associated with gastrointestinal endoscopy include, but are not limited to: mucosal tearing, swelling, bleeding, perforation and infection." A steris clinical specialist offered in-service training on the proper use of the centra biopsy forceps. The customer accepted and will provide in-service training on june 25th, 2024.

Event description:
The user facility reported two instances of post biopsy bleeding following use of the centra biopsy forceps. The first patient was treated with hemoclips during the procedure, causing a procedure delay. The second patient was treated days later with no additional endoscopy. The user facility also reported difficulty passing the centra biopsy forceps through the endoscope channel.